Event description:
Customer reported images are being delayed in downloading to pacs. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded the software and set network switch to auto negotiate. System operates as intended.